Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 3003152976-2023-00431 was sent in error. The customer clarified that there were no quality issues with the product. This supplemental is to cancel MDR 3003152976-2023-00431.

Event description:
It was reported while using bd® quincke spinal nrfit¿ needles the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: is participating in the clinical study mds-21nrfit001. All devices supplied for use in this study must be labelled with clinical study labels - this process is set up and approved under craf 7672. Order x02 s04863716 was placed to supply the hospital with the study devices. The product listed below was delivered with following issues : the order was for 1 box but 2 boxes were delivered *(forwarded as service complaint), 1 box was delivered without the required clinical study labels risk of study devices being used on non-study patients. Inconvenience / extra workload for hcp.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® quincke spinal nrfit¿ needles the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: is participating in the clinical study mds-21nrfit001. All devices supplied for use in this study must be labelled with clincal study labels - this process is set up and approved under craf 7672. Order x02 s04863716 was placed to supply the hosptial with the study devices. The product listed below was delivered with following issues : 1) the order was for 1 box but 2 boxes were delivered *(forwarded as service complaint) 2) 1 box was delivered without the required clinical study labels risk of study devices being used on non-study patients. Inconvenience / extra workload for hcp.